Event description:
Box of physically defective healgen scientific llc clinitest rapid covid antigen self-test distributed by siemens healthineers. Lot 2204623eua, ref (B)(4). Two or three of the plastic tips that go on the tube turned out to be closed and would not allow the liquid + products of swabbing to drip out. As pressure was increased, the first tube began instead foaming up and out of the junction between the tip and the tube. We tried again with a second tip. It did eventually allow the liquid out, but in a massive sploosh that probably invalidated the result, got all over my hands and onto the one remaining testing bar. Not ideal for our household developing potential covid symptoms. Reference report mw5116232.